Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. On an unreported date, dianeal and extraneal therapies were discontinued and were reintroduced on a later unreported date. On an unreported date, the patient began continuous ambulatory peritoneal dialysis (capd) therapy with physioneal due to the peritonitis event. At the time of this report, the patient had returned to automated peritoneal dialysis. The patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.